Manufacturer narrative:
Please see manufacturer report #3007566237-2016-00721 for information on the patient's concomitant system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loose connector pin out of box on the desktop charger (dtc). There had been issue recharging the implantable neurostimulator recharger (insr) since implant. The connector pin fell off 3-4 days prior to this call. She had had a few falls that resulted in hospital visits and during her last hospital visit, her implantable neurostimulator (ins) was not completely charged and the ins/therapy turned off, maybe the sunday or monday prior to this report. There were no allegations of the falls affecting the therapy. The ins was off only due to the insr issue. The manufacturer representative (rep) had been unable to assist with the ins therapy until the patient recharged the ins. The patient was in pain. The ins was off due to not being able to charge the ins. Relevant medical history included non-malignant pain. Follow-up was performed to determine if the replacement dtc resolved the issue. Additional information received from the consumer reported that the implant only worked for the first 1.5 weeks after implant and it was still not working. When asked to clarify what wasn¿t working the patient stated everything and was unable to clarify any specific issue. The patient hadn¿t used the therapy since then and was told it needed to be replaced.

Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# serial# (B)(4). Implanted: (B)(6)2015 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the system stopped working a month after it was implanted because they fell down 17 stairs and landed on the device. After this, the patient stated they were unable to charge the implantable neurostimulator (ins) and there was a loss of stimulation. The patient¿s healthcare professional (hcp) told them that the battery was damaged and they thought the lead wires had moved. The patient met with a manufacturer representative (rep) in (B)(6) 2017 who tried to check the battery but they could not ¿get a read¿. The patient stated the ins was replaced yesterday. The patient stated the leads are supposed to be replaced too. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant that was removed didn't do any good for the patient. No additional information or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient got their first ins on (B)(6) 2015 and that almost exactly 3 weeks later, she fell down the stairs, landed on the ins and x-rays/"acp" showed that her ins was "busted". Patient said that they were going to have the implant replaced around (B)(6) 2016 but she moved so she ended up getting it replaced, (B)(6) 2017, with her current ins. No further complications were reported.